Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00210.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system jet7 reperfusion catheters (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass in the target vessel using the jet7 and neuron max. Upon removal of the jet7, the proximal end was observed to be kinked. The physician then opened a second jet7. The physician completed another pass using second jet7 and the same neuron max. It was noted that the second jet7 was not moving 1:1 during retraction. Upon removal the catheter was flushed and the distal tip expanded. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same neuron max. There was no report of an adverse effect to the patient.